Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed. Device not available.

Event description:
Change of the collection bag : the connector at the collection bag broke during unscrewing. The connection to a new bag was impossible. The system had to be changed completely. The connector was not unscrewed with strength. Consequence : risk of infection (of meningitis type). Surgical, medical , paramedical use of time. The system was not closed anymore. The incident has been reported to the ansm by the hospital. The sample will not be returned for evaluation.